Event description:
It was reported that a tracheostomy tube leaked one week after being placed in a patient. The tube was checked before insertion. The leak was visually detected in the luer valve and caused the cuff balloon to deflate. The tracheostomy tube was then replaced with a new device. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). One sample of low pressure cuffed tracheostomy tube part number (B)(4) was received for evaluation. The sample was tested and no failure mode was observed in the received sample. All manufacturing controls were reviewed and found effective to detect the reported failure mode.